Event description:
According to the literature, a randomized clinical trial evaluating if vaginal mesh attachment using barbed suture would be faster than non-barbed suture in robot-assisted sacrocolpopexy, while also looking at surgeon satisfaction with suture type and patient-centered outcomes. A total of 54 patients were enrolled from june 2023 through october 2024. 1 patient in the barbed suture group had apical granulation tissue that was treated with silver nitrate, and 1 other patient in the barbed suture group had new dyspareunia post operatively. Non-device related procedural complications included 4 patients with vaginotomies that occurred during vaginal dissection that were repaired by oversewing the defect with absorbable suture; 1 patient that experienced small bowel obstruction from a port site incarceration that required additional surgery, and 2 patients that had mesh exposure that required additional surgery for partial mesh excision. Other complications noted in the non-barbed suture group included 2 patients with new pelvic pain post operatively, and 1 patient with lower leg rhabdomyolysis that resolved with medical management. Barbed-suture efficiency study for sacrocolpopexy: a randomized clinical trial, martina gabra, 2025, urogynecology, 10.1097/spv.0000000000001768

Manufacturer narrative:
Martina gabra, barbed-suture efficiency study for sacrocolpopexy: a randomized clinical trial, urogynecology, 2025, https://doi.org/ 10.1097/spv.0000000000001768 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.